Event description:
It is reported that the nurse did regular examination before opening the package, and found scalpel rusted.

Manufacturer narrative:
The complaint of a rusted scalpel was confirmed but the cause is unk. The kit was returned unopened. However, there was delamination on both the outer and inner plastic pouch. A leak test was conducted on the inner and outer packaging. The inner film layer on the outer package contained a small hole. The dye was seen leaking between the layers of plastic and through the hole. A leak test on the inner package revealed that the seal between the tyvek and the pouch was intact. Small specks of red residual material were seen within the packaging. The blade on the scalpel appeared rusted. The characteristics seen on the packaging indicate that the sample was likely exposed to high heat or humidity it is possible that the plastic layers would delaminate and could cause the scalpel to rust. However, the shipping and storage conditions of the sample are unk. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.